Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she stated that she did not see a fire, but did smell something and the plug had smoke coming out of it. Customer indicated there was visible melting on the plug (got hot enough to melt). Refer to page 3, eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the outer insulation of the cord about 12 inches from the housing was noted. There was no indication of melting on the body of the transformer. The reported failure could not be reproduced. No smoke, fire, or sparking was noted during eval. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing. A visual exam of the cord revealed a break in the outer insulation and exposed wires about 12 inches from the housing. The cord was found to be only slightly twisted - not to a degree that might cause damage. The location of the exposed wires could indicate the cord was pinched by a drawer or door. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which indicates that the power supply is producing the correct voltage. Resistance across the dc plug was open, which indicates no short in the dc cord. The resistance across the ac blades measured 61.2 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported the transformer started on fire. Customer confirmed no other property or items were damaged. No injuries reported.